Event description:
The following narrative states the facts as reported to the manufacturer and as evaluated by the manufacturer's clinical specialist. It was reported that crux vena cava filter (vcf) was deployed through left femoral approach. Upon initial deployment, positioning looked appropriate. However, after pulling the tracking tip of the delivery system back through the filter and removing the system from the patient, he found that the filter had moved caudally a significant distance. The vcf was, then, positioned in the iliac vein. The physician stated that he thought he pulled back on the tracking tip and did not push forward on the outer shaft all the way prior to removing the delivery system. Additionally, the physician stated he did not feel any filter movement or resistance to indicate the filter had gotten hung up on anything. After seeing the end result, crux vcf was retrieved through left femoral vein without incidence. He noted that the crux vcf was east to retrieve. He then requested another crux filter and proceeded forward in successfully deploying the crux vcf through the left femoral vein approach. Fluoroscopic guidance was used for deployment and retrieval of the crux vcf. There was no additional percutaneous stick used for the retrieval and second deployment. There was no patient injury report and no other procedural sequelae.

Manufacturer narrative:
(B)(4). The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. To date, no other complaints have been reported for this failure mode within this lot. A supplemental report will be submitted when the manufacturer's evaluation of the device is completed.